Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the lead was returned severed 11 centimeters (cm) from the is-1 terminal pin; the proximal segment only was returned. Setscrew marks were noted on all terminal connectors. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout the tests were within normal limits. Microscopic inspections of the returned lead segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was provided that the lead was later explanted after the patient passed away approximately two months later, and was returned for analysis. There were no allegations against this lead related to the patient death.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited increased right ventricular (rv) pacing thresholds. All other lead measurements were noted to be fine and there was no loss of capture reported. Additional information was later received that the lead had dislodged and was successfully repositioned. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.